Event description:
It was reported that during a varix procedure, the device would not open after the device was reloaded. The device was outside the pt. Another device was used to complete the case with no pt ocnsequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.